Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. There was no external ram crc error alarm, no battery out limit, and no blank display. However, there was an unexpected restart alarm during an unexpected restart error test due to faulty c13 interface board. The pump was received with a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump blanks out and asks her to set the time and date and rewind the pump. Customer stated that she has to set the time and date after each battery change. Customer has several unexpected restart alarms and external ram crc error alarms in the alarm history. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was advised to monitor the pump. The pump will need to be returned due to the amount of external ram crc error alarms. Customer also had a battery out limit alarm in the alarm history. Customer was advised that the pump will need to be replaced.